Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked on the reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked on the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape button was not responsive. The customer stated they had to press the button hard to enable a response. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.